Event description:
Concomitant device reported: unknown screws: matrixmidface (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: two pieces of the 20-hole plate 04.503.396 were returned, one piece has 4 holes and the other piece has 2 holes. Both pieces are cut on both sides for length adoption, in total a piece of 14 holes is missing and was not returned for evaluation. The received plates are slightly bent, most likely for contouring. Some of the holes are strongly damaged, there are clearly visible scratches and nicks all over the plate, also at the fracture area. Dimensional inspection: checked dimensions and found to be conforming per relevant drawings. Drawing/specification review: relevant drawing was reviewed to confirm the part number and the dimensions of the plate. This drawing is in place since 2006, which speaks against a design related issue. The lot number was not provided, therefore the manufacturing documents of the plate could not be reviewed, typically are these plates made out of titanium according to norm iso 5832-2 for implants for surgery. Investigation conclusion: the complaint is confirmed as the plate is broken as complained, which is also visible on the received pictures on the complaint level. During the performed evaluation no manufacturing related issue could be detected. The dimensions are within the specification and the fracture face is homogeneous, which indicates material conformity. Based on the provided information did the plate break post-operative, as it was during the 2nd surgery on 24. Oct. 2019 discovered the plate broke and had to be replaced. We are not able to determine the exact cause of this breakage. It can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4).  The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the surgery the plate was found broken and need to remove. 1st surgery for jaw operation (bilateral sagittal split osteotomy) was done on (B)(6) 2019. Post-surgery it was discovered that the patient had a relapse, but the reason was unknown. It was only during a 2nd surgery ((B)(6) 2019) that they discovered the plate broke and had to be replaced. There was no delay and completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: g4: updated date. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.